Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 422 mg/dl, which was treated with manual injection. Customer had symptoms of feeling groggy. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, it was found that time and date were not correct. Customer was assisted in programming time and date. Alarm history showed a no delivery alarm. Customer was advised that tubing clamp would be sent in order to complete high pressure test. Caller was also advised of reason insulin pump would not be replaced due to no delivery. It was advised that infusion sets would be replaced.